Event description:
It was reported that stent damage occurred. The target lesion was located in a right coronary artery. A 20 x 3.00 rebel stent was advanced, resistance were encountered in the severely tortuous and moderately calcified lesion. When the device was removed it was found out that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported.